Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit was received with a full segment display. Unable to perform self test, and displacement test due to full segment display. Swapping out test boards confirms full segment display, problem isolated to lcd board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, broken belt clip slot, stained address/serial number label and stained end cap sticker. Full segments display isolated to lcd board and broken belt clip slot confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer had discontinue using the insulin pump and was returned for analysis.